Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum and the energy check were performed without any issue. Ablation test was repeated and completed without any issue. Energy check was only performed during startup and not as recommended every two hours. The logfile showed multiple successfully performed treatments. The reported treatment could not be identified in the logfile. No relevant deviation between planned and performed energy was detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. During a technical site visit, field service engineer (fse) replaced the control panel, application interface and vacuum set. The fse performed system verification as per service installation record (sir). Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an uncut area during a lasik procedure. The uncut area was separated manually. Flap was lifted and the treatment was completed. There was no patient harm. There are two related reports for this patient. This report addresses the patient bsp's right eye and another manufacturer report will be filed for the fellow eye.